Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The charger and the battery tray were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Returned parts were under analysis at the time of filing.

Event description:
Medtronic received information that the system is not charging. The battery lights are red and the system is unable to be used for cases. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: the charger assembly was received by the manufacturer for analysis, and through testing the reported issue was unable to be duplicated. Visual inspection showed that all internal chargers and pcba cards were seated properly. The charger assembly was installed in a known working system, and the testing software showed that all nodes were functional. It was also noted that the system charged as expected, and both 3d and 2d shots were successful. There was no problem found with the returned charger assembly. The battery tray assembly was also received by the manufacturer for analysis, and through testing the reported issue was confirmed. The battery tray assembly failed the bench test. Battery #3 and #4 measured low voltage. The total voltage measured for the battery tray was 31.01vdc, but it was expected that the total voltage measure at least 42 vdc. The batteries would not hold charge. It was determined that there was an electrical failure with the returned battery tray assembly. If information is provided in the future, a supplemental report will be issued.